Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device sample indicates the swg (spring wire guide)/catheter - kinked.

Event description:
The customer reports the guide cannot advance in the catheter. It's impossible to insert the catheter properly. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned a single 3-lumen catheter, the guide wire and the product lid stock for evaluation. The guide wire was returned advanced through the distal extension line. Visual examination of the catheter did not reveal any defects or anomalies. The guide wire was observed to have two kinks/bends on either end of the body. The distal j-bend was kinked but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 205 and 436 mm from the proximal tip. The outer diameter and overall length of the guide wire, along with the catheter body length, were measured and all were found to be within specification. The returned guide wire was advanced through the proximal tip of the returned guide wire in order to functionally test the components. The guide wire was able to advance through the catheter body but could not advance through the catheter juncture hub in certain orientations. When the guide wire was advanced from the distal extension lines it was able to fully pass through the catheter and out of the catheter distal tip. All 3 extension lines on the catheter were flushed with water and functioned as expected. No sign of blockage or inter lumen crossover was observed. A device history record review was performed on the catheter and guide wire and no relevant manufacturing issues were identified. The reported complaint of difficulty passing the guide wire through the catheter was confirmed by complaint investigation. The returned guide wire was unable to pass through the juncture hub of the returned catheter in certain orientations. A device history record review was performed with no relevant findings. Based on the sample received it was determined that manufacturing caused or contributed to this event. A CAPA has been initiated to further investigate this issue.

Event description:
The customer reports the guide cannot advance in the catheter. It's impossible to insert the catheter properly. The device was replaced.